Manufacturer narrative:
The catalog code provided (466p306x), represents an unknown trapease filter. The catalog and lot numbers for the actual product used in the procedure are unknown. Complaint conclusion: as provided by the legal department, 14 years after a trapease inferior vena was implanted, the plaintiff was experiencing serious pain in her back and hips unlike any pain she¿s ever felt before. X-rays found that the filter had fractured. After further medical consultation, the plaintiff learned that the filter was embedded in the wall of her inferior vena cava, near her spine. As a result, the plaintiffs doctor told her that he could not risk removing the filter due to the serious risk of death posed by such a surgery. On (B)(6) 2014, plaintiff had an x-ray, which showed a frame fracture in the trapease filter. The doctor who initially made this finding did not recommend any action to plaintiff to address the fracture. The plaintiff also raised this issue with her family doctor, who told her that she did not need to do anything about it at that time, which plaintiff took to mean that the doctor would look into options for addressing the fracture. Eventually, when her other doctors did nothing about the fractured filter, plaintiff raised the issue with her cardiologist, who referred plaintiff to a specialist in vascular surgery. On (B)(6) 2016, the doctor ordered that a CT scan be conducted on plaintiff's abdomen to evaluate the status of the trapease filter. Based on the results of the CT scan, the specialist told the plaintiff that her filter was embedded in the wall of her vena cava, meaning that he could not conduct surgery to remove the filter due to the high risk that such a surgery would kill her. The device was not returned for analysis at it remains implanted in the patient. Additionally, a device history record review (DHR) could not be conducted as the sterile lot number was not provided. The reported ¿filter ¿ fractured¿ could not be confirmed as the device was not returned for analysis nor were procedural films/x-rays/CT scan images provided. As such, the exact cause and factors contributing to the reported fracture could not be conclusively determined. Clinical study data and a review of published literature supports the safety and performance of vena cava filters when used as intended. The safety profile and types/incidences of complications reported in the literature were consistent with hazards identified in the product risk assessments, with reported complaints since product introduction worldwide, and with known hazards identified for these types of devices. Although reports of adverse clinical sequelae from filter fractures are rare, filter fracture is a potential complication of vena cava filters during both deployment and implantation and is listed in the instructions for use as such. Anatomic locations that create concentrated stress points from filter deformation resulting in nitinol fatigue (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, tortuous anatomy or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Given the limited information available for review, there is no indication at this time of a design or manufacturing related cause for this event; therefore, no corrective action will be taken. Should additional information be reported, the file will be updated accordingly.

Event description:
As provided by the legal department, 14 years after a trapease inferior vena was implanted, the plaintiff was experiencing serious pain in her back and hips unlike any pain she's ever felt before. X-rays found that the filter had fractured. After further medical consultation, plaintiff learned that the filter was embedded in the wall of her inferior vena cava, near her spine. As a result, plaintiffs doctor told her that he could not risk removing the filter due to the serious risk of death posed by such a surgery. On (B)(6) 2014, plaintiff had an x-ray, which showed a frame fracture in the trapease filter. The doctor who initially made this finding did not recommend any action to plaintiff to address the fracture. Plaintiff also raised this issue with her family doctor, who told her that she did not need to do anything about it at that time, which plaintiff took to mean that the doctor would look into options for addressing the fracture. Eventually, when her other doctors did nothing about the fractured filter, plaintiff raised the issue with her cardiologist, who referred plaintiff to a specialist in vascular surgery. On (B)(6) 2016, the doctor ordered that a CT scan be conducted on plaintiff's abdomen to evaluate the status of the trapease filter. Based on the results of the CT scan, the specialist told the plaintiff that her filter was embedded in the wall of her vena cava, meaning that he could not conduct surgery to remove the filter due to the high risk that such a surgery would kill her.